Event description:
It has been reported to philips that c-arm was not moving in any position. The device was in use at the time of the reported event. No harm has been reported to philips as the procedure was completed. A philips field service engineer (fse) inspected the system onsite and replaced the control module which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during tavr (transcatheter aortic valve replacement) diagnosis procedure, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving in any position. Analysis of the log file confirmed that there was malfunction of ui (user interface) control module. During troubleshooting, the fse identified defective control module. The fse replaced the defective control module. After replacement of the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.